Event description:
It was reported that an ilet user experienced recurrent alert 61 and alert 57, with the device requiring multiple restarts and ultimately being taken out of service, after which the user reverted to multiple daily injections; the event involved a software runtime error and an external flash write error on the pump controller. Symptoms included hyperglycemia with a reported maximum glucose of 360 mg/dl for approximately four hours and nausea. Outcomes included interruption of pump therapy, use of subcutaneous insulin pens, and premature cartridge changes due to high insulin use; no medical intervention or hospitalization occurred. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.